Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging an inaccurate result. The reporter only provided a result of 169mg/dl and did not provide other results which could be used to verify the alleged inaccuracy. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.